Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the x-rays received are dated prior to event/symptoms and indicates good alignment with no signs of fracture or loosening. Only radiolucency has been found. An aseptic loosening has been found thanks to triple phase bone scan, with a positive tenderness palpation along the mcl and lcl (surgeon notes varus stress possibly causing mcl lcl pain. Contributing factors of the event : prior two stage revision with tissue necrosis and bone loss, chronic infected total knee arthroplasty and obesity. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical devices: femur cemented standard left size 7; item# 42-5046-062-01; lot# 64881021. Femoral distal augment cemented size 7, 7+ 10 mm thickness; item# 42-5566-062-10; lot# 64882685. Femoral distal augment cemented size 7, 7+ 10 mm thickness; item# 42-5566-062-10; lot# 64866990. Femoral posterior augment cemented size 7, 7+ 5 mm thickness; item# 42-5568-062-05; lot# 64859470. Stem extension tapered cemented 14 mm diameter +75 mm length; item# 42-5600-075-14; lot# 64911499. Rticular surface fixed bearing constrained posterior stabilized (cps) left 14 mm height use with tibia sizes e-f / ps femur sizes 6-9; item# 42-5126-007-14; lot# 64629122 tibia fixed cemented left size e stem extension use required; item# 42-5420-071-01; lot# 64817993. Tibial augment cemented half block left lateral size ef 10 mm thickness; item# 42-5558-051-10; lot# 64847601. Tibial augment cemented half block left medial size ef 10 mm thickness; item# 42-5558-053-10; lot# 64783331. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the study patient developed a gradual onset of persistent pain and instability approximately one year post implantation. Radiographic images showed radiolucency surrounding the tibial implant and a triple phase bone scan displayed aseptic loosening. The patient underwent a revision where the femoral and tibial components were found to have minimal ingrowth. All components, except patella, were revised. No intra-op complications reported. Attempts have been made and no further information has been provided.